Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose levels were 50 mg/dl and 500 mg/dl. The customer was declined to troubleshoot for the issue. The customer was also reported that the insulin pump light was dim making hard to read, unexplained no delivery alarms, motor error alarms, had to multiple rewinds. The insulin pump will not be returned for analysis.